Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that pre-operative, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey longevity estimator bar one day before the use before date. The device was not used there was no patient involvement.